Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in pump shutting down. The customer continued to use the pump for insulin therapy. It was also reported that the customer experienced an elevated blood glucose (bg) level of "high" although specific value not provided. Cause was not known. A supply change was performed to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.